Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 17 months post-implant, it was reported that the pt was hospitalized for a driveline infection and the exit site was surgically treated. It was also reported that during the procedure, the surgeon cut the outer white isolation of the driveline. The following day, the manufacturer's representative applied rescue tape over the driveline where it was cut.

Manufacturer narrative:
The pt remains on lvad support with the pump and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.